Event description:
On (B)(6) 2012, the lay-user/patient's reporter contacted lifescan from USA alleging an apply sample message issue with the one touch verio iq meter. The patient's reporter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's reporter claimed the meter had an apply sample message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Follow up#1 (11/19/2012) device evaluation: the meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter failed testing, the spc was found to be dirty. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter has been returned to lifescan (lfs) for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.